Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had machine prevent user to access one compartment a group of doors. The customer stated that they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that compartments could not open. A field service engineer (fse) assisted the customer remotely to recover a failed tower door. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had machine prevent user to access one compartment a group of doors. The customer stated that they were unable to access the medication from the affected door, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.